Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. The issue was not completed during troubleshooting. Animas sent a letter requesting a callback from the patient after several attempts to contact the patient via phone and email. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/25/2014 with the following findings: the dates displayed in the black box data are not from or around the alert date of this product issue. Several inexplicable reboot events, which can be indicative of the type of power issue reported, were observed in the available black box data. The threads of the battery cap were found to be damaged; this device failure indirectly caused the reported no-power issue. The battery compartment was intact. The returned battery cap was unable to secure to the pump per the instructions for use (IFU); this device failure directly caused the reported no-power issue. Power-loss and reboot events were observed with the returned battery cap installed: the reported no-power issue was duplicated. The battery cap contact measurement results were within the specifications. Due to the battery cap damage, a test battery cap, which was able to secure to the pump case per the instructions for use (IFU), was used for the remainder of testing. The pump was exercised for 24 hours, during which no power-related events were observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.